Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) caused irritation and discomfort and "probably sitting on a nerve". The right atrial (ra) and right ventricular (rv) leads were reported to be protruding. The ipg and leads remain in use. No patient complications have been reported as a result of this event.